Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat cystocele, rectocele, enterocele, vaginal vault prolapse , bladder foreign body and stone and stress urinary incontinence and mesh was implanted. It was reported that the patient had the following concurrent procedures: (B)(6) 2008- vaginal sling, urethropexy, cystoscopy; (B)(6) 2013- anterior colporrhaphy, posterior colporrhaphy with mesh augmentation, excision of bladder foreign body and stone via cystotomy, revision and excision of suburethral sling, lysis of pelvic adhesions, bilateral sacrospinous colpopexy with posterior elevate mesh system, suburethral sling with tension-free vaginal tape, cystourethroscopy performed during mesh implantation. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 20/08 and mesh was implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2013 and mesh and elevate were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.